Event description:
It was reported to nova biomedical that a consumer was at the hospital for an event not related to his diabetes care. While at the hospital the consumer did a test on his glucose meter getting a result of 131 mg/dl. The hospital performed a blood test with their meter and received a result of 430 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.